Event description:
It was reported that the flow diverter stent was used in a neurological procedure to treat an ica aneurysm. Reportedly, there was difficultly opening the stent properly and it was sticking. The stent did not open in the proximal part of the artery despite attempts by retracting the microcatheter and redeploying the stent. The physician decided to re-sheath the stent to start again to deploy the stent but the stent could not be retrieved. The stent unintentionally detached in the microcatheter. The stent and microcatheter were removed together successfully. A new stent of the same model and different size was used to complete the procedure with no clinical consequences to the patient. Reportedly procedure time was increased by 45 minutes due to this issue. The patient outcome was reported as "good."

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Additional information: d10, h6, h11 (device evaluation). The investigation found the stent returned detached in the distal end of the microcatheter, which is consistent with the customer-provided image and the alleged product issue. However, the stent was able to advance through the returned microcatheter and resheath without resistance or premature detachment during functional testing. Furthermore, the stent fully opened upon deployment in open air. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported event. The returned microcatheter was found to be in good condition and would not have caused or contributed to the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.